Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reby2066 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC puncture was conducted in the left upper extremity cephalic vein with ultrasound-guided sedinger technology. The catheter was placed at a length of 41 cm, with the 0 scale exposed, and the tip position was located at the fourth rib of the front ribs. It was stated normal maintenance was conducted during the patient being with the catheter and it was not used for power injection. During the gap period on (B)(6) 2018 when the tube was flushed, the patient complained for pain at the puncture point, and liquid extravasation occurred. The catheter was withdrawn and it was found damaged at 12.5 cm, and the catheter was removed. A new catheter was re-placed for follow-up treatment.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a fracture in the catheter is confirmed and appears to be related to the use of the device. One 4 fr single lumen powerpicc solo catheter was returned for investigation. Usage residue was observed throughout the sample. The sample was flushed with water using a 12 ml syringe and a leak was observed between the 12 and 13 cm depth marker. Microscopic observation of the leak location revealed a horizontal split. The break surfaces were observed to be rounded and the material appeared to be dull. Material buckling was found on the areas surrounding the split. The evidence of buckling and rounded split surfaces are consistent with damage caused by flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. One of the precautions in the IFU states, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of reby2066 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC puncture was conducted in the left upper extremity cephalic vein with ultrasound-guided sedinger technology. The catheter was placed at a length of 41 cm, with the 0 scale exposed, and the tip position was located at the fourth rib of the front ribs. It was stated normal maintenance was conducted during the patient being with the catheter and it was not used for power injection. During the gap period on (B)(6) 2018 when the tube was flushed, the patient complained for pain at the puncture point, and liquid extravasation occurred. The catheter was withdrawn and it was found damaged at 12.5 cm, and the catheter was removed. A new catheter was re-placed for follow-up treatment.